Event description:
On 07/1/2025, it was reported by a sales representative via (B)(4) that an ar-200m motor's cable insulation is stripping off making the cable no longer usable. Discovered during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation of ar-200m, motor with cable 3.5m, the complaint is confirmed. Motor cable as multiple small cuts into insulation, socket is out of round, not safe for use. Rotor bearings are worn/noisy, sheath has multiple scratches/scuff marks. See vendor evaluation.